Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: evaluation is on-going, results not yet available.

Event description:
Country of complaint: (B)(6). Plug mesh missing while in package.